Event description:
In this case, it was reported that the prosthetic valve was explanted after an implant duration of approximately 14 years and 9 months due to aortic stenosis. According to the op report, this patient has a significant past history of three prior cardiac procedures including a vsd replacement, replacement of her aortic valve, subsequently replacement of her aortic valve again in 1998 with a porcine bioprosthetic valve (subject device), and now presents with prosthetic valvular aortic stenosis, which is quite symptomatic. During explantation of the aortic prosthesis, it was noted to be heavily calcified and the leaflets were frozen. The device was replaced with a new edwards bioprosthetic valve. No operative complications reported. Per the discharge summary, the patient was discharged home on pod #4 in good condition.

Manufacturer narrative:
Device not returned. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. Although the root cause of this event cannot be confirmed, it appears that the heavy calcification noted on the valve likely caused the patient's stenosis. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.